Event description:
Pt (patient) wife reports that freedom pump broke during infusion today and patient still has one remaining syringe to infuse. Pt wife reports that when they tried to tum dial back to move black piece so that syringe would load in the pump, the black piece shot forward and launched syringe out of the pump. Pt was not able to turn dial again after that. Rph (registered pharmacist) advised we will send a new freedom pump. Serial number unknown. No adverse events reported. Reported to (B)(6) by: patient/caregiver.